Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections ((B)(6) 2002, (B)(6) 2006, (B)(6) 2009), miscarriage, irregular menstruation, menstruation abnormal, dysmenorrhea, lumbar pain, dysuria, recurrent urinary tract infection, osteoarthritis spinal, muscle pain, bipolar disorder, adhd and spinal laminectomy. Previously administered products included for an unreported indication: bactrim on (B)(6) 2011 and amoxicillin. Concurrent conditions included morbid obesity, nerve pain, back injury, drowsiness, slurred speech, sleepiness, spondylolisthesis, anxiety disorder, post-traumatic headache, abdominal pain, right lower quadrant pain, vaginal bleeding, head injury, allergic reaction, toothache, urinary frequency, lower abdominal pain, nausea and vaginal pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2009 for birth control as well as hydrocodone bitartrate;paracetamol (norco), ibuprofen and naproxen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced urinary tract infection ("infection: uti") and back pain ("lower back pain"). The patient was treated with antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, migraine and vaginal discharge had resolved and the back pain outcome was unknown. The reporter considered back pain, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: there were 3 coils visible on the patient's right tube and 4 coils visible on the patient's left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.2 kg/sqm. Computerised tomogram spine - on (B)(6) 2016: l4-s1 hardware with mild l5-s1 spondylolisthesis. Severe back pain, etiology unclear, perhaps from muscle spasm. Prior l4-s1 surgery. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Urine analysis - on (B)(6) 2011: urinary tract infection. Concerning the injuries reported in this case the following events were confirmed in patient's medical record- back pain and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: plaintiff fact sheet and medical record received. Event injury nos was replaced by the new events: infection: uti, migraines / headaches, pain, vaginal discharge, lower back pain. Event outcome was updated for the events: uti, migraines / headaches, pain, vaginal discharge. Lab data was added. Concomitant drugs, other relevant history and reporters were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.